Event description:
Same case as MDR ID: 2134265-2013-09816. It was reported that a rotawire separation occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified middle left anterior descending artery. A 330cm rotawire floppy guidewire and a 1.75mm rotablator rotalink plus were selected for percutaneous coronary intervention to treat the target lesion. During checking of the rotational speed outside the patient, it was noted that the rotawire became separated. The procedure was completed with another of the same rotawire and rotalink plus unit. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. A visual examination was carried out. An attempt was made to insert a test guide wire into the annulus of the burr. The guide wire met resistance at the burr annulus. A microscopic analysis of the burr annulus was performed to be misshapen and occluded as a result. The advancer and the burr were disconnected at the handshake connection. The test guidewire was inserted through the advancer unit and the test guidewire passed freely through the advancer. The test guidewire was passed through the handshake connection of the burr and met resistance at the burr annulus. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2013-09816. It was reported that a rotawire separation occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified middle left anterior descending artery. A 330cm rotawire floppy guidewire and a 1.75mm rotablator rotalink plus were selected for percutaneous coronary intervention to treat the target lesion. During checking of the rotational speed outside the patient, it was noted that the rotawire became separated. The procedure was completed with another of the same rotawire and rotalink plus unit. No patient complications were reported and the patient's status was good.